Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 10 months following the implant of a transcatheter aortic valve (tav), the patient was re-hospitalized due to stenosis of the valve. A tav-in-tav procedure was performed with a non-medtronic (edwards sapien) valve; however, the patient ultimately passed away due to complications related to the valve-in-valve procedure. It was noted that the transcatheter valve was ultimately explanted. Additional information was received to confirm the medtronic tav indirectly contributed to the patient's death. It was further noted if the medtronic tav had not failed, then no redo-tav replacement would not have been necessary. Ultimately, the non-medtronic (edwards sapien) tav going into the ventricle, and the complications from that, is what caused the patient's death.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 10 months following the implant of a transcatheter aortic valve, the patient was re-hospitalized due to stenosis of the valve. A valve-in-valve procedure was performed with a non-medtronic valve; however, the patient ultimately passed away due to complications related to the valve-in-valve procedure. It was noted that the medtronic valve was ultimately explanted.